Manufacturer narrative:
The insulin pump was received with missing segments due to cracked lcd zebra connector. Also received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, and cracked battery tube threads.

Event description:
Customer reported the middle of the insulin pump was missing segments. Customer did a self test on the device and reported the middle row was not filled. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.